Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the drawer was not opening. The field service engineer (fse) noticed that main drawer 2.1 showed as open, so I made sure to close it. Fse was able to open and close the drawer and pop the lids and release the cubies without any issues. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 2.1 was failing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.